Event description:
On (B)(6) 2019, the reintervention procedure resolved the distal type I endoleak.

Event description:
On (B)(6) 2018, a patient underwent a treatment of abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On an unknown follow-up date, a distal type I endoleak involving the contralateral leg component on the left side was suspected; and enlargement of the aneurysm (amount unknown) was reported. On (B)(6) 2019, the patient underwent reintervention and the left internal iliac artery (liia) was coil embolized and an additional contralateral leg component was implanted distally with coverage of the liia. Additionally, at this time an aortic extender component was placed proximally to extend the trunk and unintentionally, had partially covered the right renal artery. No obstruction of blood flow was visualized. The physician remarked that enlargement of the aneurysm had been an issue for the patient since the time of initial implant.